Event description:
A consumer implanted for degenerative disc disease/herniated disc pain reported it was always very difficult to get the charger in the right place, it was painful to have the charger there, and it was painful to move after charging was done. It was noted the implantable neurostimulator (ins) was dead for several months before it was replaced in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.